Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet insulin pump was dropped, the screen was damaged, and the device stopped working, leading to shipment of a replacement while awaiting return of the damaged unit. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included the patient discontinuing ilet use and managing glucose with a cgm and manual insulin injections. The investigation included an internal review of device replacement logistics and attempts to retrieve the damaged device for evaluation. The manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed, and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.